Event description:
Reported via journal article. It was reported that post an embolization treatment procedure, coil migration occurred. The patient underwent treatment of a pseudoaneurysm associated with pancreatitis. Embolization was performed with unspecified .035¿ or .018¿ fibered coils. At an unspecified time following embolization, coil migration from the splenic artery to a branch of the right hepatic artery was observed. The coil was left in-situ as there was no evidence of thrombosis of the other hepatic artery branches.

Manufacturer narrative:
Article: antonella de rosa, dhanwant gomez, john g pollock, peter bungay, mario de nunzio, richard I hall, peter thurley; the radiological management of pseudoaneurysms complicating pancreatitis; jop. J pancreas (online) 2012 nov 10; 13(6):660-666. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).